Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 543 mg/dl, 179 mg/dl, and 177 mg/dl. Customer did not self-treat due to the readings. No serious injury reported. Requested return of suspect device and replacement was sent.